Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient experienced gastrointestinal (gi) bleed requiring transfusions and upper endoscopy; however, intervention during upper endoscopy was unable to be performed. It was reported that a bleeding site was observed in the patient's stomach and removal was being considered. The patient had been off all anticoagulants for 2 years. The patient received argon photo therapy at the sites of bleeding. The patient was discharged home on (B)(6) 2016 with a hemoglobin of 9.4 g/dl. It was reported that the device was functioning as expected. On (B)(6) 2016, the patient was driving to his doctor's appointment and began feeling weak and dizzy. The patient's spouse noticed that he seemed pale. The patient had gone to the lab to have his blood drawn and almost passed out. The patient's hemoglobin was found to be 8.1 g/dl. The patient was directly admitted to the hospital for further workup of his acute anemia, likely from a gi source given his recent admissions and diagnosis of gastric antral vascular ectasia. On admission, the patient underwent an upper endoscopy on (B)(6) 2016, with repeat of the argon photocoagulation and cauterization of bleeding ectasias. The patient was transfused 2 units of blood as his hemoglobin dropped to 7.1. The patient had 1 guaiac stool that was positive on (B)(6) 2016 and a subsequent guiac stool on (B)(6) 2016 was negative. The patient otherwise remained hemodynamically stable. The patient did present with an acute on chronic kidney disease with a creatinine of 2.7 mg/dl; however, with blood transfusions as well as stopping aldactone, the patient's creatinine level improved to 2.49 mg/dl and potassium normalized prior to discharge.